Event description:
On (B)(6) 2008, this pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm measuring 6.3 cm. The pt tolerated the procedure. On (B)(6) 2011, the pt was implanted with a gore tag thoracic endoprosthesis to treat a proximal type I endoleak from the previously implanted (B)(4) device. A left subclavian amplatzer plug was implanted and a carotid to subclavian artery bypass procedure was also performed. The left subclavian artery was intentionally covered. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.